Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the newly implanted patient had critical lactic acid levels of 6.1 mmol/l and 4.1 mmol/l on (B)(6) 2021. The patient's lactic acid levels returned to a normal level of 1.0 mmol/l on (B)(6) 2021 and it could not be determined if the critical lactic acid levels were left ventricular assist device (lvad) related. They were treated with a diuretic (furosemide) as needed; their urine output and fluid levels were monitored. On (B)(6) 2021 an x-ray was performed and the patient had developed a small right apical pneumothorax. A follow-up chest x-ray performed on (B)(6) 2021 showed the right pneumothorax had decreased in size, but there was development of a small left pneumothorax. The pneumothorax was no longer present on (B)(6) 2021. The patient also had critical levels of plasma free hemoglobin; this did not meet the protocol for hemolysis. The patient was on warfarin. The patient also developed atrial fibrillation with rapid ventricular rate post implant; they were given amiodarone.

Event description:
Additional information: the patient's arrhythmia was preexisting and they had a non-abbott implantable cardioverter-defibrillator (ICD).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," also lists arrhythmia as a potential postimplant complication. No further information was provided. The manufacturer is closing the file on this event.